Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - femoral angiogram not taken. The starclose se instructions for use (IFU) indicate to perform a femoral angiogram to determine the location of the arteriotomy site, the vessel size, and the presence of disease, tortuosity, or presence of arterial wall dissection. Additionally, the IFU under precautions states: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The vessel locator wings were broken from the cylindrical body, which confirms the report of wings looked shredded. All the vessel locator wings material was present and still connected to the pusher body. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the moderately calcified common femoral artery was attempted using a starclose se device after a peripheral angioplasty procedure. Reportedly, a femoral angiogram was not taken, and it was indicated that the stick was done high but at the common femoral artery (cfa). The clip device was deployed uneventfully; however, the clip applier became stuck during device removal. The safety release mechanism was attempted; however, the device remained stuck. The physician pulled on the device and it was observed that the vessel locator wings looked shredded. Manual arterial compression was applied to achieve hemostasis. The physician did not know if any piece of the locator wings remained or not in the patient, he said he could not differentiate if it was the clip what was left or any piece of the wings. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.